Event description:
Information was received indicating that there was leakage inside a smiths cadd cassette reservoirs - flow stop as air was being removed. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information: d10. One cadd cassette reservoir was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. A syringe was used to infuse water into the assembly bag. During the test, the bag was fully filled with water, then water was taken out from the cassette .no leaks were found during the test. A review of the manufacturing was conducted in order to verify that there are no situations of practices that might cause the issue. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. There is no cause of issue identified since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.